Event description:
Complainant alleged that during a scheduled routine preventative maintenance check the device would intermittently not power on. There was no pt involvement in the reported malfunction.